Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the was no malfunction with the device. It was reported that there was air leakage due to the patient mask not being worn properly. The device was tested by the hospital's equipment staff, and the issue was not duplicated. The device was functioning as normal and was returned to service with no repairs performed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a high tidal volume. The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. No patient or user harm reported. The investigation is ongoing.